Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the fitting from the pipette bypass valve (pbv) to the flow cell was cross threaded allowing air into the tubing. The fse replaced the fitting to resolve the reported issue. The repairs were verified as per service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported having focus failures on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.